Event description:
It was reported that during a lobectomy procedure, the tissue pad was partially detached outside the patient and it did not fall into the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.